Manufacturer narrative:
Date inaccurate, only the month/year are valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed when they connected to their charger they felt stimulation was on. They noted that they had a fall in the past week. No further complications reported.